Manufacturer narrative:
The patient remains ongoing on pump support. A correlation between the reported event and the device could not be conclusively established through this evaluation. A review of the submitted log file revealed no evidence of abnormal pump behavior. No hazard alarms were captured throughout the log file. The admission symptoms and arrhythmias reportedly resolved after a coronary artery thrombectomy that resulted in restoration of "impressive" flow to the affected arteries. The instructions for use lists device thrombosis, peripheral thromboembolic events, cardiac arrhythmia, myocardial infarction, and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was admitted to the hospital on (B)(6) 2016 with heartburn, shortness of breath and right hand tingling. During admission, the patient¿s implantable cardioverter-defibrillator (ICD) fired multiple times. Additionally, an external shock at 360 joules was required which together with the administration of adenosine decreased the rate of the ventricular tachycardia. However, the patient's rhythm then degeneration to ventricular fibrillation. Sedation and another ICD shock resulted in conversion to sinus rhythm. Lidocaine and amiodarone infusions were initiated. An electrocardiogram showed s-t segment elevation and an urgent heart catheterization showed significant thrombus in the left main coronary artery with complete occlusion of the ramus and left circumflex arteries. The clot was successfully aspirated with impressive improvement in flow to the affected arteries. The patient tolerated the procedure well and no further arrhythmias occurred. No lvad issues were reported and no changes to the pump speed were made. Plavix was added to the patient¿s full dose aspirin and warfarin anticoagulation regimen. CT angiography found the that the lvad inflow and outflow grafts showed no obvious source of a clot. A head CT was performed due to the admission symptom of hand tingling; the results were negative. The patient was discharged home on (B)(6) 2016 with an inr goal of 2.0 to 3.0.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital for ventricular fibrillation and ventricular tachycardia episodes. The patient's lactate dehydrogenase (ldh) on admission was 379 u/l and rose to 1161 u/l at 2030, and 1587 u/l at 0300. The patient was on coumadin and their inr was 2.2 with a goal of 2-3. The patient&#62688;troponin level was found to be greater than 70 ng/l, and the patient was emergently taken to the cardiac catheterization laboratory. Thrombus was found in the patient&#62688;left anterior descending artery and was successfully removed. The patient&#62688;ldh began to downtrend after the thrombectomy and decreased to 700&#62688;u/l. The patient was discharged to home on (B)(6) 2016 and will be followed in clinic with close inr monitoring. No additional information was provided.